Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2018-04473. It was reported one of the patient¿s lead was explanted and replaced with another model due to experiencing high impedances. Effective therapy was restored postoperatively.